Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump was programmed and monitored for 1 day. Display anomaly-blank display not confirmed. Battery cycle information is pertaining to event date 05-apr-2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 23:56:00 after more than 7 days at 13.22 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 08:40:00 after more than 7 days at 12.57 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 11:16:00 after more than 7 days at 13.91 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event dates of 05-apr-2025 and 10-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 05-apr-2025 in the pump history file and found 4 lostsensor1alert on (B)(6) 2025, a lowbatteryalert (104) on (B)(6) 2025 at 18:06:00.000, 13 failedbatttest (58) on (B)(6) 2025, pump error 23 on (B)(6) 2025 at 18:38:14.000, and 2 battoutlimit (6) on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 alarm and battery out limit alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Perform the history review 1 week prior to the event date 10-apr-2025 in the pump history file and found a lowbatteryalert (104) on (B)(6) 2025 at 18:06:00.000, 13 failedbatttest (58) on (B)(6) 2025, pump error 23 on (B)(6) 2025 at 18:38:14.000, and 2 battoutlimit (6) on (B)(6) 2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 alarm and battery out limit alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.3 mv). The pump passed the functional testing. Unable to confirm alleged hyperglycemia (high bgs)/dka. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Display anomaly-blank display not confirmed. Power problem-battery loss not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a blank display on the insulin pump and received an insert battery alarm. The customer was treated with manual injection and hospitalization. The event involved product(s) mmt-1884l. Troubleshooting was performed, the display did not return after inserting a new battery. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was not performed for high blood glucose event and it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.